Event description:
It was reported that the right ventricular lead had positioning difficulties during implant as the helix could not retract after 30 counter clock-wise turns. The lead was not implanted and another lead was used to successfully complete the procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the distal conductor was fractured due to overstress, the inner tubing was kinked/bucked, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the helix cannot be extended or retracted due to distal conductor being distorted and fractured.